Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. They replaced uncharged motion batteries. The imaging system then passed the system checkout and was found to be fully functional. Fdm 10, 3345, and 3358, fdr 114 and 420, fdc 63. No parts have been received by the manufacturer for evaluation. Fdm, 3263, fdr 3221 fdc 92. Part not returned for evaluation.

Event description:
Information was received from a site. They reported that, while outside of a procedure, the imaging system would boot up, but would not move into any functions. There was no patient present when this issue was identified. There was no reported delay to the procedure due to this issue. No additional information provided.